Manufacturer narrative:
Manufacturing and inspection records could not be reviewed as device batch/lot number are unknown. The device was not returned for evaluation. Based on the information received, the root cause could not be determined.

Event description:
It was reported during surgery, the 1.5mm hex driver tip broke. Another driver was used to complete the surgery. The surgery was not prolonged. The hospital discarded the reported driver, therefore, the driver is not available for return and device batch/lot number is unknown.